Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter needed to be replaced. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of a transmitter replacement through connection loss on transmitter 40sb5l. A root cause could not be determined via data. The reported issue of a transmitter replacement is reportable based on the finding of permanent connection loss.